Event description:
On (B)(6) 2012, the lay user/patient's wife contacted lifescan (lfs) alleging that the font size on her husband's onetouch ping meter is too small. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2012 and obtained the following information: the patient has been a diabetic for 40 years and has been testing between four to six times daily. The patient manages his diabetes with novolog insulin (sliding scale based on his blood glucose reading) via insulin pump. The patient indicated he has been using the subject meter for three years. The patient clarified that since he was receiving a new insulin pump, his diabetic educator advised him to contact lfs to get a new onetouch ping meter as well. In the three years he has had the subject meter, the patient clarified that the meter has been "working fine"; however, due to the effects of diabetes on his vision, it has been difficult to see the information/ blood glucose reading on the subject meter's display. The patient indicated he does not recall when he first noticed the reported display issue. However, despite the alleged display issue, the patient indicated he continued to test with the subject meter and continued with his usual diabetes management regimen based on the reading with the subject meter. The patient corrected and clarified he cannot confirm if the reported display issue caused him to develop any symptoms. The patient clarified he also cannot confirm if he received any medical intervention/treatment after the alleged issue began. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because, the alleged issue remains unresolved. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. There is also no indication that the patient received any form of medical intervention/treatment after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.